Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a shoulder labrum repair procedure using the bioraptor suture anchor, the tip broke off where the metal locking mechanism was stuck in the anchor. It is unknown if it occurred inside or outside the patient. The procedure was finished without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.